Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) reported this rv lead was capped due to low impedance and high thresholds.